Event description:
Diabetes nurse educator (dne) reported patient is in the hospital for high blood glucose and possible pump problem. Dne stated patient was testing hi on the meter and bolusing via the pump to get his blood glucose down; unsuccessful. Dne reported patient was taken to the hospital via ambulance and had a blood glucose level of around 900 mg/dl. Dne stated patient was diagnosed with dka and placed on an insulin drip and taken off of the pump. Dne reported patient was given a shot of nph insulin when he was taken off of the insulin drip. Dne performed 3, 18 unit primes using a new full insulin cartridge and no insulin emerged from the infusion tubing. Requested return of the alleged pump, adapter, cartridge, and infusion set for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.